Event description:
It was reported that the patient's artificial urinary sphincter (aus) implant device was not working correctly, and the urethra had eroded through as found through flexi. The aus device was explanted about 15 months ago through explant surgery and they later had the aus device implanted and the device worked as expected. The physician believed that radiation therapy post prostatectomy could have caused issues to blood supply and it was inevitable that a cuff would erode through the urethra given that, and they believed there was no device malfunction. The patient waited 15 months before having another aus device implanted through implant surgery. The patient fully recovered, and there were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.